Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported the pacemaker was showing an increase in battery depletion. The device was explanted and replaced on (B)(6) 2019 and replaced without further complications. No adverse patient effects were reported.

Event description:
It was reported the pacemaker was showing an increase in battery depletion. The device was explanted and replaced on (B)(6) 2019 and replaced without further complications. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The device has been returned for analysis, and the investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported the pacemaker was showing an increase in battery depletion. The device was explanted on (B)(6) 2019 and replaced without further complications. The device has been returned for analysis, and the investigation is currently in progress.